Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not booting up. Upon troubleshooting, fse found the dual pdu switch's green led indicating output power was out. To resolve the reported issue, fse replaced the pdu switch. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation results code and conclusion code were corrected.

Event description:
It has been reported to philips that the system would not boot up all the way. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.